Event description:
A combined procedure was performed with surgery oncology, which included a combined laparoscopic low anterior resection and a right hepatectomy. End to end anastomosis was performed with the car device 8 cm from the anal verge. The patient initially had a simple postop course. She began having bowel function on pod #3. On the beginning of pod#5 some shortness of breath was noted. The patient developed bilateral edema. Abdominal pain presented and a CT revealed intra-abdominal contrast after rectal contrast. Separation of the ring with a defect noted anterolaterally and the anastomosis was separated. The metallic portion in the rectum was extracted and hartmann's pouch was oversewn. The descending colon was brought out as end colostomy.

Manufacturer narrative:
No corrective or remedial actions were taken due to the following: anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices. The current cumulative leak rate found with the use of the car27 device is within the low range reported in the literature for anastomosis devices. The production history files indicated that the device was released pursuant to the product specifications. The device was returned to the manufacturer for evaluation, which is still ongoing. A follow-up report will be provided when the evaluation of the device is concluded.